Event description:
I got some acne on my face so I went to a doctor to have the problem fixed. I went for a consultation and my doctor recommended ipt with levulan. I agreed to my doctor's advice and after two treatments, the acne on my face had gotten worse. He had warned me that it will get worse before it gets better--but at the beginning of the treatment--I didn't have cyst pimples--I only had clogged pores from the black heads. Now, I have cyst pimples all over my face. I paid to get more pimples. In addition, the scar from the ever growing pimples since the start of my treatment has quadrupled. My face has never been so painful as this before.